Event description:
It was reported via repair work order that the cot cannot roll due to the caster horn breaking of from the base weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot cannot roll due to the caster horn breaking of from the base weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the course of the investigation that the broken caster horn also had exposed sharp edges.